Event description:
It was reported by the patient's legal guardian that the patient's blood glucose level rose to 290 mg/dl while wearing the pod for approximately 21 hours on the leg. When the pod was removed from the infusion site, the pod's cannula was reportedly blocked by pus, preventing insulin delivery. The patient's legal guardian indicated that the infusion site was red, swollen, hot, and filled with pus, consistent with an infection. The legal guardian stated that a healthcare provider was contacted and they advised that the device has been used correctly; however, no intervention, diagnostic, or prescription treatment was provided. As treatment, an anti-infection cream (name not provided) was applied to the affected site, which was reported to be effective. A new pod was applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.